Event description:
A registered nurse reported a pt experienced a corneal burn during a cataract with intraocular lens implant procedure. The procedure was able to be completed. The pt "appears ok" per the facility, but has some additional edema.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, col 7, no 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).